Event description:
It was reported that the pump screen had detached from the pump, impairing the customer's ability to interact with it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty. The customer was advised to contact their healthcare provider regarding backup insulin therapy and was instructed on how to place the pump into storage mode before returning it. The customer acknowledged understanding these instructions and agreed to return the faulty pump using a prepaid label within 10 days.